Event description:
Small external fixator construct was applied to a right distal radius fracture on 1/20/1999. X-rays taken on 3/4/1999 revealed a broken pin. On 3/5/1999 the broken pin was removed through a small radial incision.